Event description:
It was reported that the patient has been complaining of shortness of breath, heart pounding, and dizziness. Evaluation of the strips indicated t-wave oversensing (twos) on the right ventricular (rv) lead. Blanking was adjusted, however once home the patient still did not feel well and was sent to the hospital. Multiple parameters were adjusted and a subsequent check showed that the issue had been resolved and the patient was feeling good. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead implanted: (B)(6) 2011; 4194 lead implanted: (B)(6) 2011. (B)(4).